Event description:
The hospital staff attempted to use the electrodes to administer a defibrillator shock to a patient. The staff reported that the electrodes were "defective and failed to shock the patient." Another set of electrodes were used with no problems reported. The reporter indicated there were no adverse affects to the patient as a result of device use. No other details were provided.

Manufacturer narrative:
Medtronics continues to investigate the reported event.